Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, system sensor and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump display screen is blank. The customer's blood glucose reading was 159 mg/dl at the time of incident. Troubleshooting found that the pump is not working after new batteries are installed and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.